Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) would monitor the measurements. No adverse patient effects were reported. The device remains in service.